Event description:
The caller reported multiple occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issues by checking for kinks and resuming insulin delivery. After troubleshooting with tandem technical support, a replacement pump was recommended and sent to the customer. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using cold insulin, which is considered off label use.